Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms which includes inflow cannula obstruction. Guidelines include assessment of the patient and device status and the related potential actions. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported from slovakia by the physician that during a pump exchange (previously reported) the o-ring was torn during insertion. Another o-ring was used and the procedure was completed. The patient did not tolerate the lengthy procedure well, which was lengthy due to dissection difficulties and the patient expired later on that same day (previously reported). The device has not been returned.